Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. The patient reported that he fell several times due to seizures. The patient stated that the seizures started after the first spinal cord stimulator (scs) implant. The patient stated that he was fine as long as he took his medication. No further complications were anticipated/reported.

Manufacturer narrative:
(B)(4) does not apply to this event. After further review, there is no allegation that the patient's fall affected their device. If information is provided in the future, a supplemental report will be issued.